Manufacturer narrative:
The technician isolated the issue to the emergency CPR valve. He replaced the CPR valve to repair the bed.

Event description:
Information received indicates the head of the bed is slowly drifting down.